Event description:
Report received from the USA stating that the device had "heat." It was unknown to the reporter whether or not the device was used in surgery. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The event could not be confirmed. If additional information is received, a supplemental report will be sent. (B)(4).